Event description:
It was reported that the bd ultra-fine¿ pen needles was leaking. The following was translated from chinese to english: the patient went to our hospital to buy a disposable injection pen needle due to diabetes on november 25, 2023. When the patient used it at home that day, the patient found that the needle was leaking, and replace the patient with a new disposable injection pen needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needles was leaking. The following was translated from chinese to english: the patient went to our hospital to buy a disposable injection pen needle due to diabetes on (B)(6) 2023. When the patient used it at home that day, the patient found that the needle was leaking, and replace the patient with a new disposable injection pen needle.